Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple users had issue with scanning biometric identifier. A technical support specialist (tss) rebooted the station, which resolved the issue. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple users were experiencing issues scanning their biometric identifier, and reports showed multiple unsuccessful attempts. However, there were no delays or adverse events or injuries reported based on this event.